Manufacturer narrative:
The reported event that a non locking screw anchorage ø3.0mm / l26mm was alleged of implant breakage during surgery could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event, such as information about the patient's bone type, as well as the affected device must be available in order to determine the root cause of the complaint event. A potential root cause that could have explained the damage of the device is an excessive torque application on the non locking screw head during tightening in the compression hole. As a reminder, the operative technique states: " applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for nonlocking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening." (Page 5) . A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Product disposition unknown.

Event description:
The surgeon reported that the 3mm anchorage screw broke during the lapidus procedure.